Event description:
It was reported that stent damage occurred. A 3.50x24mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion and the physician noted that the stent strut was lifted. The procedure was completed with another promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).